Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that this week we had a patient who required a PICC line, and on insertion, when manipulating the lumens to try and get blood, a mixture of air and blood came out of the white lumen. The line was never difficult to aspirate, however they found that upon initial aspiration, a lot of air was coming out. When they stopped manipulating the lumens, more air came out. The line was subsequently removed and upon examination, it was found to be fractured about 10cm distally which would have been inside the patient's vessel. 10ml syringe was used for the aspiration process. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 6fr tl powerpicc catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lock syringe. During testing, a leak was observed between the 10 cm and 11 cm depth markers when flushing the white lumen. Microscopic inspection of the leak site found that an h-shaped tear was present. Inspection of the fracture found that that the surface was mostly smooth with a little bit of granularity. Additionally, the fracture edges were not rounded. These features are typically associated with sharp instrument damage. However, these features are commonly seen along with striations on the fracture surface, but no striations were observed on the returned sample. The observed fracture features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.